Event description:
It was reported that patient's left knee was revised due to infection (identified by surgeon as (B)(6)). The femoral component, tibia, patella (implanted (B)(6) 2017) and tibial insert (revised/ implanted (B)(6) 2017) were all revised. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.